Event description:
The patient reported swelling over his pump site for the past 2 years. The hcp, during the last refill appointment, withdrew fluid around the pump site and testing revealed a staph infection. The patient was put on antibiotics for 3 days which were later discontinued. The patient was referred to another hcp who tested the fluid and determined it to be csf. The hcp is considering troubleshooting options. Patient reports neck pain and headaches over their right side that have lasted for approximately one week. The drug in the patient's pump is not known at this time. Additional information has been requested from the hcp, but was not available at the time of this report.